Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of radiographs and medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 113631, comp primary stem, 631120. 115370, comp rvs tray co, 399710. Xl-115364, arcom xl 44-36 std +3 hmrl brg, 544670. 115310, comp rvrs shldr glnsp, 612320. 110032410, comp aug mini bsplt w tpr sm, 64076752. 180550, comp lk scr 3.5hex 4.75x15 st, 344030. 180550, comp lk scr 3.5hex 4.75x15 st, 344030. 180552, comp lk scr 3.5hex 4.75x25 st, 011370. 115396, comp rvs cntrl 6.5x30mm st/rst, 536580. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 04437, 0001825034 - 2019 - 04438, 0001825034 - 2019 - 04439, 0001825034 - 2019 - 04440, 0001825034 - 2019 - 04441, 0001825034 - 2019 - 04463, 0001825034 - 2019 - 04462, 0001825034 - 2019 - 04461, 0001825034 - 2019 - 04460.

Event description:
It was reported that the patient underwent a primary left total shoulder arthroplasty. Subsequently, the patient was noted to have pain, stiffness, swelling and difficulty with adls. No additional patient consequences were reported.